Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 860i synchron access clinical system. The fse reviewed data and observed ise (ion selective electrode) results are unstable. The fse identified a defective carbon bridge. Fse replaced the carbon bridge to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported obtaining false low sodium (na) patient results on their unicel dxc 860i synchron access clinical system. The exact number of patient samples affected is unknown. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.